Event description:
It was reported that during implant attempt, the grommet would not seal causing oversensing and loss of pacing. The doctor pushed on the pocket and when he did there was loss of pacing. This was reproduced intermittently. Before the lead was removed for testing, a black dot in the middle of the grommet was observed, which appeared not to be sealed. Another device was attempted, but before it was implanted, it could not be interrogated. A third device was implanted with no issues. The problematic devices were not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Evaluation summary (B) (4) no anomalies found. Visual inspection: grommet damage was noted and there was foreign material in the setscrew.